Event description:
It was reported that the aseptic housing fractured and top housing detached from the bottom housing after sterilization procedure at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, top housing detached from the bottom, was confirmed. The service technician/specialist found that the housing was in two pieces. Device was placed in parts retention.

Event description:
It was reported that the aseptic housing fractured and top housing detached from the bottom housing after sterilization procedure at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.